Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacing the unit's oxygen tubing. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the fas module iii, which may have affected gas monitoring. No patient injury was reported.